Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Insulin pump received with broken reservoir tube lip, scratched case and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir ring of the insulin pump had a damage and fell off. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.